Event description:
It was reported the camera head is not working, could not get image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leaked between connector up mark and electrical contract and switch 1 intermittent not working due to faulty switch board. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.